Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having a hard time setting up the reservoir in the insulin pump. The customer¿s blood glucose level during the incident was 555 mg/dl. The customer¿s current blood glucose level was 455 mg/dl. Customer treated with manual injections. Troubleshooting was performed. They customer tried using a different reservoir and was able to get it to work. The device will not be returned for analysis.